Event description:
It was reported that the pump is often unresponsive to presses of the up arrow button. A family member denied that the pump is exposed to water or that the keypad was peeling or otherwise damaged. She stated that the up arrow button feels flat and sticks, but the patient is still able to program the pump.

Manufacturer narrative:
There is no adverse event associated with this complaint. It was reported that the up arrow button was intermittently unresponsive. The pump was returned to animas for evaluation. During investigation, the up arrow button was found to be sticking and responded to hard presses. All other buttons responded to user input. Examination revealed adhesive under button contacts